Manufacturer narrative:
Upon further investigation, the following issue was observed outside of clinical use in a storage machine area which is prior to therapeutic application. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
G4:02mar2021. B4:03mar2021. H11:g5:k102985. H10: philips was not authorized to conduct the repair at this time. No product was returned for evaluation so no root cause could be determined. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported, during preventive maintenance, the power turned on by itself. The unit was not in use, and there was no patient or user harm reported.